Manufacturer narrative:
On (B)(6) 2016, the fse followed up with the customer with the installment of a new monitor. The monitor was successfully installed with no further issues. No further action was required by the fse. The aia-2000 instrument was performing within specifications. A 13-month complaint and service history review for serial number (B)(4) was conducted for similar complaints and there were no similar events found. The aia-2000st operator's manual and service manual were reviewed and found to clearly address the calibration, operation, maintenance and troubleshooting of the aia-2000st instrument. The probable cause of the event was fault/failure of the computer monitor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer reported to the technical support specialist (tss) that the computer monitor for the aia-2000st would not boot up or stay on. The customer attempted to reboot and reported that there had been no computer setting changes. All cords were verified to be attached. No further information was provided by the customer. A field service engineer (fse) was dispatched. This event is being reported as the customer was unable to run samples which caused a delay in reporting patient samples for bhcg and afp assays. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting results.